Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported patient was getting a shock like she was being electrocuted when she might be change positions or something. Patient mentioned it happened she was standing in front of her bed, she went to charge, and the shock came through her body. Patient noted it took her knees out from under her, and she fell forward onto the bed. Patient went to healthcare provider (hcp), and she was going to say it was 2 weeks ago. It was mentioned hcp said patient had a shortened wire or something happened with the wire inside. Hcp noted ¿disconnected the power for that wire¿, they took care of the shock, but it made her nervous if another wire would do ¿something stupid¿. Hcp stated she needed to have the device replaced and they were waiting on workman¿s comp. They mentioned the shocking started 2 weeks ago and she went to hcp, hcp said something happened with the wire inside. No further complication was reported.